Event description:
It was reported that there was noise on the programmer and analyzer during cases and it was unable to be stopped, even when going into "artifact detect." The cables and outlets were changed but the situation did not resolve. Follow-up determined that the programmer was changed out for the case. Both the programmer and the analyzer were returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed there was noise on the programmer and it was attributed to a loose electrocardiogram connector and therefore the link electronic module board was replaced and calibrated. It was determined that the programmer has operating system software and the hard drive was reimaged and the software reloaded. (B)(4).

Event description:
It was reported that there was noise on the programmer and analyzer during cases and it was unable to be stopped, even when going into "artifact detect." The cables and outlets were changed but the situation did not resolve. Follow-up determined that the programmer was changed out for the case. Both the programmer and the analyzer were returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.